Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has ben explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, g1.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has ben explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, an opening on anterior, red particles on the shell, and crease flat. A microscopic analysis was performed which identified, a striated opening on anterior. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade IV. Device has ben explanted and replaced.